Event description:
Reported via journal article. It was reported that serious injuries occurred. The following event was obtained via an article following 145 patients were reviewed who underwent left atrial appendage occlusion (laao) procedures from january 2019 to april 2022 with the watchman laa closure device. 53 cases with complete endothelialization (cde group) and 92 cases with incomplete endothelialization (ide group) were detected at 3 months after laao. At three-month follow-up, device related thrombus (drt) was observed in 5 cases, with 4 cases in the ide group and 1 case in the cde group. There were 2 patients who required hospitalization due to heart failure in the cde group and 4 patients in the ide group. Acute ischemic stroke was observed in 1 case in the ide group. There were 3 total bleeding events, with 2 cases in the cde group and 1 in the ide group. 8 total cases required re-hospitalization.

Manufacturer narrative:
B3: approximated event date 3 months after may 1, 2022, as the study was conducted between january 2019 and april 2022. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: jia-min, c. Et al (2024). Risk factors of incomplete endothelialization after left atrial appendage occlusion in patients with atrial fibrillation. Clinical research cardiology - arch med sci. 21(1). 75-83. Doi: https://doi.org/10.5114/aoms/188529.